Manufacturer narrative:
It was reported that the doctor couldn't get the distal cutting block to sit properly to the bone. The jig was sitting higher on one side which caused mal-rotation in the f4 block. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the doctor couldn't get the distal cutting block to sit properly to the bone. The jig was sitting higher on one side which caused mal-rotation in the f4 block.